Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8590-9, lot# n263901, implanted: (B)(6) 2010-, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l58353, implanted: (B)(6)1998, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient had a revision on (B)(6) 2017. Additional information was received from a manufacturer's representative (rep) on 2017-jun-12. It was reported that the pump replacement was normal, however the catheter would not aspirate during the replacement surgery.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-26. It was reported that during surgery, the catheter was disconnected from the pump, no cerebrospinal fluid (csf) flow was noted even after aspirating with a needle on (B)(6) 2017. The cause of the inability to aspirate the catheter during pump replacement on (B)(6) 2017 was unknown. The inability to aspirate the catheter was resolved by replacement. The old pump was discarded due to end of life of pump.